Event description:
Customer returned the device for evaluation and repair of leakage from the connector part. There is no harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there was foreign material clogging the nozzle of the device. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was foreign material clogging the device. This is attributed to failure to clean adequately. Other observations for the device are: due to crack on scope connector (s-connector), water tightness is lost; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of u/d knob is out of the standard value; adhesive of distal end rubber coating (a-rubber) has a chip; forceps channel port is shaved; paint on suction cylinder (s-cylinder) is peeled; s-cylinder is shaved by cleaning brush; control unit has discoloration; and switch box, scope cover (sc-cover), switch (sw) sw1, right/left knob, u/d knob, connecting tube, grip, scope cover (s-cover), control unit, forceps elevator (fe) knob, universal cord, scope connector (s-connector), and protector of universal cord have a scratch. User¿s complaint of leakage from connector part was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.